Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 29-apr-2024. H.6. Investigation summary: bd received 101 (1 opened, 100 unused) samples and 5 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter was observed. Additionally, the 1 opened customer sample was evaluated by functional testing and the indicated failure mode for foreign matter with the incident lot was observed. Ftir testing was not conclusive but weak peaks indicated a type of silicone. Additionally, 30 of the unused customer samples were randomly selected and subjected to a visual inspection for all foreign matter. All samples passed the testing with no evidence of foreign matter on the device. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter-unknown. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® multiple sample luer adapter that red ink found on the lure adapter product before use. No patient impact.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® multiple sample luer adapter that red ink found on the lure adapter product before use. No patient impact.